Event description:
It was reported that the insulin squirted out during the manual prime process. The customer's blood glucose was 23mmol/l. It was stated that the insulin pump stuck on the prime loop. Advised the caller to hold down the activate button until a second series of beeps and numbers appear on the screen, but the caller did not receive the beeps nor the numbers show on the display. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had cracked case on the display window corners.